Event description:
It was reported that the patient experienced inadequate stimulation, and the implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
(B)(4). The returned implantable pulse generator (ipg) was analyzed and received with a piece of a cut lead in port b. The setscrew was loosened, and the piece of lead was removed without any issues. It then passed impedance measurements and exhibited normal characteristics during all additional testing. With all the available information, boston scientific concludes the reported event of ipg not holding charge was not confirmed with testing of the product return. The implantable pulse generator (ipg) was received with a piece of a cut lead in port b. The setscrew was loosened, and the piece of lead was removed without any issues. It then passed impedance measurements and exhibited normal characteristics during all additional testing. Therefore, this investigation is assigned a probable cause of no problem detected. It was also reported that patient experienced inadequate stimulation and pain. A labeling review found that the reported events are known risks associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device. (B)(4). The returned spinal cord stimulator (scs) was analyzed, passed all tests performed, and exhibited normal device characteristics. (B)(4). The returned spinal cord stimulator (scs) was analyzed, passed visual inspection.

Event description:
It was reported that the patient experienced inadequate stimulation and the implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 1010958/16644139, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and the implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.